Event description:
Caller reported a cgm error with code 42. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support on performing a pump reset, which resolved the issue, allowing for a successful start of their sensor session.